Event description:
Repeated feeding tube clogging (unresolvable) not present with previous feeding tubes of same diameter, tearing of feeding tube bifurcation, fracture of enfit connector, enfit connectors falling out of tube without fracture. These problems have been occurring with multiple tubes over significant time. It is not limited to a few cases. FDA safety report ID # (B)(4).